Manufacturer narrative:
The investigation is ongoing.

Event description:
As found in the patients medical records, approximately 1 year and 7 months post implant of a 29mm sapien 3 valve in the aortic position, the patient was admitted to the hospital in critical condition with hypotension and chest pain. Echo showed calcification of the prosthetic aortic valve, possible prosthetic aortic stenosis, increased gradients, and moderate to severe prosthetic paravalvular aortic regurgitation. The patient was admitted in critical condition with hypotension and chest pain which appeared to be chronic. The patient was initially treated with gentle IV fluid related to end stage renal disease (esrd) and need for hemodialysis. The patients hypotension worsened and cardiac enzymes elevated showing evidence of myocardial infarction (mi). The patient was treated for cardiogenic shock with pressors, but the patient developed asystole cardiac arrest. Rosc was achieved and mechanical ventilator support was required. There was concern for gi bleed, gastritis by endoscopy, worsening coagulopathy, balanced with treatment with IV heparin drip for the patients non-st mi, in the face of ongoing comorbidities. The patient coded intermittently 4 to 5 times, each time in asystole with rosc, but the condition continued to worsen. The patient also received blood products to support hemodynamics. Lactic acidosis worsened and the patient succumbed to cardiac arrest and expired. During the hospitalization, the patients tee showed the bioprosthetic aortic valve, lvef 35 to 40%, ava 1.41cm2, and aortic valve mean gradient 23mmhg. There was calcification of the prosthetic aortic valve, possible prosthetic aortic stenosis, increased gradients, moderate to severe prosthetic paravalvular aortic regurgitation, and severely dilated left ventricle.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. DHR review did not reveal any manufacturing nonconformance that would have contributed to this complaint event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valves hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to subsequent anticalcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. In this case, the complaint was confirmed by medical record. Based on the limited information provided, the root cause for the valve degeneration approximately 1 year 7 months post valve implant could not be confirmed, but may be related to the patients comorbidities (dialysis) and/or progression of the preexisting valvular disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.